Manufacturer narrative:
A review of the lot history record confirmed no manufacturing issues that would have caused or contributed to this event. Evaluation of the returned implant found no issues and no conclusion could be drawn. Implant migration is listed in the device instructions for use (IFU) and procedural technique guide as known possible adverse effect associated with use of the luna system. Based on review of the information provided, there is no indication of a product quality issue with respect to manufacture, design or labeling. No additional action is required at this time.

Event description:
The initial luna procedure was performed uneventfully and no device malfunction was reported. During post-op follow up, x-ray image revealed the implant was positioned posteriorly. The patient was asymptomatic however, a revision procedure was scheduled. Pre-op imaging of the revision procedure showed distal end of the implant was protruding into the spinal canal. Implant was removed during the revision procedure. There was no additional information provided.